Manufacturer narrative:
The reported failure of therapy cpu is still running in boot monitor software is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging actionable errors occurred on a trilogy evo ventilator following completion of a software upgrade. No patient harm or injury was reported. The device was not in patient use at the time of the event. After successful completion of the software update, device error logs were reviewed by a third-party service technician. The review identified an evt_tpy_held_in_bm ¿ventilator inoperative¿ alarm indicating the therapy central processing unit (cpu) is still running in boot monitor software. Replacement of the device¿s system printed circuit assembly (pca) was determined to be necessary to correct this issue. Additionally, an evt_internal_batt_failed error was identified in the event log, indicating the internal lithium-ion battery is reporting a permanent failure. Replacement of the internal battery was determined to be necessary. Unrelated to the reported malfunction, the detachable lithium-ion battery also requires replacement due to an evt_detach_batt_failed error, indicating a permanent failure condition. A final report is being submitted. If additional information is received, a supplemental report will be filed.